Manufacturer narrative:
Device evaluation visual inspection of the device shows damage to the proximal end of the housing with the housing partially detached. Visual inspection under the microscope shows stretched metal coils at the proximal end of the housing with the cutter inside the housing. During functional testing an attempt was made to retract the cutter and the housing became fully detached just distal to the anchor pockets. The cutter is seen connected to the distal end of the drive shaft. No damage was noted to the distal end of the housing, nosecone or guidewire lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the hawkone atherectomy device along with non medtronic 6fr sheath and 7mm spider fx embolic protect ion during procedure to treat severely calcified lesion in the proximal, mid and distal location of the superficial femoral artery (sfa) and popliteal artery(pop). The vessel was pre and post dilated. IFU was followed.  There was moderate tortuosity and 85% stenosis. The artery diameter was 4-6mm and the lesion length was 300mm. The hawkone device was used to hawk from proximal sfa to distal pop. It was reported that the device was removed several times to clean and the device then jammed and could not be re-used. The cutter driver itself had no issues. The thumbswitch was unable to be turned off and jammed several times while in the patient. Physician was able to clean it and resolve a few times, then it jammed for good. The cutter was outside the housing when jammed. The cutter was outside the housing when removed from the patient as it was jammed. There was some small plastic stringy material removed from the sheath upon removing the hawkone from the sheath. The stringy material is expected to be part of the sheath. The device was safely removed from the patient. No deformation was noticed on the cutter. The device was always wiped down prior to insertions. The procedure was completed by using another hawkone device. No patient injury reported.